Event description:
The user facility's biomedical engineer reported the automated impella controller experienced purge disc/flag issues. There was no patient involvement, this issue occurred during a training session. When loading the purge cassette disc an error message kept showing up that there was a disc problem. If slight forward pressure was applied to the disc, the priming sequence would start however as soon as the pressure was removed it would stop priming and present an error message again.

Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. Visual inspection of the purge assembly area confirmed a broken blue retainer, one of the screw posts was broken. The root cause of the issue was broken purge disk retainer. This report is being filed as part of a retrospective review of historical records.